Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is number 5 of 5 mdrs filed for the same patient (reference 0001825034-2016-02874/02877).

Event description:
It was reported in medical reports received that patient experienced bradycardia one day post-implantation.